Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String breaks or falls apart [device breakage]. Difficult to take out [device difficult to use]. Case narrative: consumer reported via e-mail that string breaks and falls apart while in use. No injury reported.